Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was returned in good visual condition and with no cartridge reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed without any difficulties noted.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, they could not squeeze the handle and some of the clips came out not closed. It is unknown how the procedure was completed. There was no patient impact reported.